Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: 05415067027153, serial: 19402323, batch: 8500826." Common device name: lead, model: mn10450-50a, UDI: 05415067027153, serial: 19402328, batch: 8500826." Common device name: lead, model: mn10450-50a, UDI: 05415067027153, serial: 19402330, batch: 8500826."

Event description:
Related manufacturer reference number: 1627487-2023-01734 it was reported that the patient was experiencing ineffective stimulation as well as pocket site discomfort. Reprogramming efforts were unsuccessful. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.